Manufacturer narrative:
Iq200 urine microscopy system reported false negative rbcs on samples that were blood positive on urine chemistry. All reported results were checked by customer. The evacuation pump was identified by the field service engineer (fse) as the probable cause of the issue. Calibration, qc, a correlation studies between the two instruments within the site were confirmed to all be operating as intended. No change to pt management nor any injuries were reported.

Event description:
Customer reported having an issue with the iq200 system reporting no cell on samples that are positive with blood.